Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device was operating appropriately per biomed evaluation. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Hence, a device history record review was not required. The reported event was unconfirmed, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device received an alert for low flow, when biomed ran a functional check and it had 1.8 lpm in bypass and 4.0 lpm with a shunt line. Biomed would run for another half hour and return it to the floor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an alert for low flow, when biomed ran a functional check and it had 1.8 lpm in bypass and 4.0 lpm with a shunt line. Biomed would run for another half hour and return it to the floor.